Manufacturer narrative:
The reported events of failure to advance the stylet and failure to extend the helix were confirmed. As received, a complete lead with two stylets and a clip-on-tool were returned in one piece for analysis. A visual inspection of the lead revealed the helix to be partially extended and clogged with blood and tissue. An x-ray examination revealed the inner coil was over-torque at the connector region. After cleaning, the helix was able to be retracted and extended successfully when applying torque directly to the inner coil. The measured full helix extension length was within required product performance specification. The stylet insertion test could not performed due to the damaged inner coil consistent with procedural damage. The cause of the reported events was isolated to the over-torqued inner coil and the helix being clogged with blood and tissue.

Event description:
During an implant procedure, the helix was unable to be extended on the right ventricular (rv) lead. The physician attempted to insert another stylet in order to reposition the lead, however it was unable to be inserted into the lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.